Manufacturer narrative:
One photo and one video was received and reviewed. The photo shows a cassette with the pump tube damaged. The video shows a cassette connected to a pump with an alarm message. The most probable root cause is that during the bag loading operation the pump tube was not properly assembled. The pump tube was higher than specification and when attached to the pump the pump tube was moved and depressed. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during fluke testing for the pumps, alerts occurred. The engineer opened the cassette and noticed a certain portion of tubing is depressed. No patient injury was reported.